Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had issues recharging as the controller wouldn't charge the ins all the way and would lose the charging connection. It was taking a long time to charge. They stated sometimes it wouldn't take a charge and they felt like the battery wasn't lasting as long since this started. The ins used to last a 1-1.5 days and now it wouldn't last 24 hours. The patient denied any changes to their settings or groups. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the consumer 2019-10-29. It was reported the patient was charging too often and that it was taking too long to charge. The patient reported that their battery does not even last 24 hours. This started maybe a month ago. They said normally they would go a day and a half or 2 days between charges before this started. The patient also report that the stimulation will turn off by itself and this was first noticed about a month ago. This could be because the ins battery goes down so fast, it depletes and then turns stimulation off, but this could not be confirmed on the call. The patient does not think she has made any significant amplitude increases. She reported she had an injection recently, but otherwise has not been around any emi that she knows of. No further complications were reported/anticipated.